Event description:
It was reported that the user inadvertently confirmed drops before observing them during a supply change on the ilet system and then required assistance to navigate back to the fill tubing step to complete the process. Symptoms included no reported clinical effects. Outcomes included successful completion of the supply change after guided troubleshooting and education, with no alerts or alarms and no hospitalization. Investigation included customer care review and step-by-step user guidance through a new supply change sequence. Investigation of this case revealed user performance error during the supply change workflow, with no device malfunction identified and no affected device components implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of the device.